Event description:
Customer reported a bad high voltage cable and collimator leaves are not opening or closing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare.